Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx2213 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that catheter placement on a patient in oncology radiation department was planned under guidance of ultrasound. During pre-flushing for integrity check, a small white dot was found near the front end, where fluids leaked. Insertion was completed by unpacking a new catheter.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen groshong nxt catheter with a stiffening stylet and flushing hub inserted was returned for evaluation. An initial visual observation showed the proximal end of the catheter was positioned on the cannula of the flushing hub less than 1 mm distal to the plastic of the hub, and the catheter was observed to be slightly twisted on the cannula. A hole was observed in the catheter approximately 1.9 cm proximal to the distal tip of the catheter. A microscopic observation revealed two additional splits just distal and proximal to the hole observed near the distal end of the catheter. These splits were observed to be curved and uneven. The fracture surface of the hole was observed to be granular in texture with uneven, but mostly round edges. The location and shape of the damage observed in the returned catheter as well as the evidence of manipulation of the catheter on the stylet suggest the catheter was damaged by the stylet tip; this can be caused by manipulation of the stiffening stylet within the catheter prior to flushing the catheter, compression of the catheter with the stylet still inserted, and/or forceful insertion of the stylet and catheter against resistance.

Event description:
It was reported that catheter placement on a patient in oncology radiation department was planned under guidance of ultrasound. During pre-flushing for integrity check, a small white dot was found near the front end, where fluids leaked. Insertion was completed by unpacking a new catheter.